Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: none. Pms case. It was reported that the initial procedure was in 2005. The target lesion was post lateral lcx. The lesion was pre-dilated and the 2.5 x 8mm pixel stent was implanted without any complications. The pt complained of angina on two months later, and in-stent restenosis was observed. The next day, re-vascularization was performed using another company's stent. The pt had a follow-up visit in 2006, and was reported to be doing well. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident info. Stenosis/occlusion, as listed in the device risk assessment and instructions for use (IFU) is a known adverse event associated with coronary stenting. Angina, is listed in the IFU as a known adverse event. There was no product issue reported and there does not appear to be any indications of a stent delivery system quality problem.